Event description:
Customer reportedly, obtained a result of 88 mg/dl on the compact plus system while exhibiting hypoglycemia symptoms. No treatment was given at that time. The paramedics were called and 30-45 minutes later, tested the customer at 33 mg/dl on their system. Customer was given 2 glucose injections and given juice. Requested return of suspect system and replacement was sent.